Event description:
It was reported that the device vibrated and completed an alert for low hvlic. A low measurement on the svc to can vector was observed. No noise was observed during isometric and positional testing. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.